Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
Patient was revised to address infection.

Manufacturer narrative:
The device associated to the complaint were returned for analysis. The visual analysis carried out on the returned product shows that the glenosphere and pe insert are worn. The products are deteriorated. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The sterility certificate was reviewed. No anomaly was detected. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.